Manufacturer narrative:
(B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the initial concern is resolved - able to establish contact with pharmacy but customer information is limited at this time.

Event description:
Consumer reported complaint for hi display accompanied by symptoms. Ola from the pharmacy is calling on behalf of the customer. The expected fasting blood glucose test result range is unknown. The customer did report symptoms excessive thirst and frequent urination. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 06/30/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.